Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The customer stated that they received had hardware low level failures alarm at the second occurrence and the pump was failed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no failed battery test and audio/vibrate anomaly noted. Pump error 63 alarm confirmed in the pump history file due to broken trace on keypad assembly.